Event description:
Event description guidant received information that during the implant procedure, telemetry was unable to be established with this pacemaker and as a result it could not be interrogated. The pacemaker was not implanted and was returned for analysis.